Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Instrument and system log reviews could not be performed due to insufficient event information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a staple line created at the distal portion of the colon with a sureform 30 curved-tip stapler and sureform 30 blue reload dehisced. Specific procedural details were not provided. The dehiscence was observed at the site where the second blue reload had been fired. How the issue was managed is unknown. The remainder of the procedure was completed robotically without further complications.